Manufacturer narrative:
(B)(4). The patient will be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received indicating the patient was scheduled for follow-up at a later date. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating a 1.1 joule shock was delivered and a defibrillation threshold (dft) test was completed at 21 joules. The shock impedance was 46 ohms and 82 ohms respectively. Following the dft the shock impedance was noted to be 113 ohms. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high shock impedance measurements. It was later noted that the shock impedance measurements were high and out of range. Boston scientific technical services (ts) discussed possible causes. No adverse patient effects were reported.

Event description:
--